Event description:
The customer reported that the device did not deliver a 5j shock via either pediatric pads or paddles. There was no report of negative impact to the involved pt.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. The surgeon used hand sewing to complete the procedure. The patient had hepatitis; the sample was discarded. There were no adverse consequences for the patient.

Event description:
Per the clinic, the patient experienced a loss of osseointegration while attempting to load the processor, resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report (B)(6) 2010.

Manufacturer narrative:
Per patient's surgeon, the device will not be returned for analysis.correction, the correct catalog # is 90434, not 91079 as previously reported.(B)(4). Device not available for analysis.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a sleeper, date of surgery is unknown.(B)(4).